Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 400 mg/dl to the pump displaying "high" (specific value was not provided); cause was not known. Customer changed pump supplies and gave a correction bolus via the pump to address bg. Reportedly, customer continued to use the pump for insulin therapy.